Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is the unit alarms are not functional. The key failure is the compressor has worn seal cups, however, the defective power switch is the cause for alarm not functional and is the basis for this FDA filing.